Event description:
It was reported that the handpiece cause a solid lockout continually and will not power up at all. Another device was used to complete the case. There was no consequence to the patient.